Event description:
Reported due to foot break found with testing. There were no reported adverse pt effects. No medical interventions were required. Reportedly the facility denies any knowledge of a foot break with the use of this device. Though requested, no additional info was provided.